Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had ventricular tachycardia mode set to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the device was intentionally programmed to monitor only by the clinic; however, the field representative was unable to determine the reason why it was so programmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.